Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: customer reported the tubing came apart at the y-site, and returned the affected sample. The sample was clearly separated at the outlet of second smart site and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: customer reported the tubing came apart at the y-site, and returned the affected sample. The sample was clearly separated at the outlet of second smart site and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. No other failure modes were observed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2426-0500 , batch/ lot #: unknown. The tubing came apart at the y site, and leakage was experienced. Unfortunately, we do not have the lot number, as the ER had already disposed of the package.